Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the instrument was plugged in and used normally for the first half-hour of a total laparoscopic hysterectomy procedure while dissecting thin connective tissue. However, during resection of the tissue, the knife blade became stuck in the jaws of the instrument while deployed, and could not be retracted or opened. The device became stuck on tissue, and the knife trigger was stuck in the pulled position, resulting in the jaw difficult or impossible to open. The jaw got stuck while closed, with the knife blade extended distally in the jaw, but the blade did not protrude beyond the edge of jaws. The device was cleaned regularly. The surgeon had to dissect/resect the surrounding tissue that was stuck in the jaws to remove the device, which did not involve any vital structures, and then opened another instrument to continue the operation. The second instrument functioned properly for the remainder of the procedure. The procedure was not extended by more than 30 minutes. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device stopped working; the jaws were difficult to open; and the knife blade did not retract. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.